Event description:
Patient reported cgm inaccuracies and reported the following discrepancy: cgm was reading 10.8 mmol/l and blood glucose meter was reading 7 mmol/l. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.